Event description:
Covidien received a report that this n65 pulse oximeter display is missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
The covidien service center confirmed the display is missing segments. The universal interface (ui) printed circuit board (pcb) was found to have failed.(B)(4).